Manufacturer narrative:
(B)(4). User medwatch: mw5067550. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used during cystoscopy/ureteroscopy with stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the basket wire broke off. The broken piece of the basket was successfully removed out from the patient. An x-ray was performed with no abnormal findings. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.